Event description:
Possible foreign body noted on kub over the weekend, not previously seen on post-op kubs prior. Patient denies any new abdominal pain. Ir consult ordered (B)(6) 2021 retained gw after PICC placement on (B)(6) 2021. FDA safety report ID#: (B)(4).